Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely with the implantable cardioverter defibrillator exhibiting p- wave oversensing on the ventricular channel. The patient was reported to be in stable condition. The physician opted to continue to monitor the device. No changes were made.